Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low glucose while using the ilet, including a confirmed low of 52¿54 mg/dl following reconnection after a sensor expiration, with lows persisting for several hours and the user remaining connected to the ilet during the events. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral carbohydrates and no professional medical intervention or hospitalization. Investigation included troubleshooting and education provided to the user, with advisement to contact the clinician for therapy adjustments. Investigation of this case revealed that the cause of hypoglycemia was unclear, with potential contribution from overcorrection after sensor reconnection; no device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.